Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), uterine perforation ('perforation: uterus'), device dislocation ('migration') and sepsis ('blood infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("expulsion"), migraine ("migraine"), headache ("headaches") and post procedural infection ("complications during removal surgery: infection"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, sepsis, device expulsion, migraine, headache and post procedural infection outcome was unknown and the menorrhagia had resolved. The reporter considered device dislocation, device expulsion, fallopian tube perforation, headache, menorrhagia, migraine, post procedural infection, sepsis and uterine perforation to be related to essure (ess205). The reporter commented: per summons: essure insertion date: (B)(6) 2007 (discrepancy). She had received treatment for following events"menorrhagia (heavy menstrual bleeding), migration, fallopian tubes, uterus, migraines, headaches, blood infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case was upgraded to incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ migration, perforation: uterus, fallopian tubes, menorrhagia (heavy menstrual bleeding, expulsion, migraines, headaches, blood infection, complications during removal surgery: infection and plaintiff did not undergo this test¿. Patient's demographic, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.